Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to a defect in the drawer controller board. A field service engineer replaced the controller board to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a hardware failure. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.